Event description:
As reported, a patient underwent cerebral vascular interventional surgery, and the right femoral artery puncture approach was used. After the operation, the cordis 7f exoseal vascular closure device was used to block the puncture point to stop bleeding. There was blood oozing, and a hematoma mass at the puncture point of the right femoral artery was found the following day. Ultrasound was performed and identified a pseudoaneurysm. Under ultrasound guidance, manual compression was used to treat the aneurysm. A local hematoma mass formed, and the adverse event was cured a day later, and no pseudoaneurysm was found in the re-examination b-ultrasound. The patient was discharged from the hospital two days later without any obvious adverse reactions. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
As reported, a patient underwent cerebral vascular interventional surgery, and the right femoral artery puncture approach was used. After the operation, the cordis 7f exoseal vascular closure device was used to block the puncture point to stop bleeding. There was blood oozing, and a hematoma mass at the puncture point of the right femoral artery was found the following day. Ultrasound was performed and identified a pseudoaneurysm. Under ultrasound guidance, manual compression was used to treat the aneurysm. A local hematoma mass formed, and the adverse event was cured a day later, and no pseudoaneurysm was found in the re-examination b-ultrasound. The patient was discharged from the hospital two days later without any obvious adverse reactions. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.the product was not returned for analysis. A product history record (phr) review of lot 18089551 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿hematoma¿ and ¿pseudoaneurysm¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd)plug. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. Pseudoaneurysms is an access site-related pulsatile hematoma in communication with the arterial lumen or venous lumen after using the vcd. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, this hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. A pseudoaneurysm can develop due to any type of penetrating injury to the artery or vein, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. However, like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.